Manufacturer narrative:
Results and conclusions: microscopic inspection of the returned ipg revealed tooling marks on the header and can from the explant procedure. Septums were intact and clear. The header is clear and there is no indication of fluid intrusion. The ipg was tested to manufacturing specifications using the autotester and passed all tests. Based on the information provided, the device was returned after the pt's death. There is no alleged failure of the device to meet specification and it is assumed the device was returned for disposable. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's scs ipg was returned to st. Jude medical from a mortician's office. An internet obituary search was performed and nothing related to the pt's death was found.